Event description:
The wire would not feed through the end of the catheter. Another wire was obtained and would not feed through the tip of the catheter. The wire would not feed through the catheter outside of the patient either.